Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6943-65, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead and device had t-wave oversensing (twos) with an episode of non-sustained tachycardia. The device detection was reprogrammed and remains in use. No patient complications have been reported as a result of this event.